Event description:
Procedure: lap. Gastrectomy. According to the reporter: when the doctor pulled the tube from the cavity, the anvil and tube were disengaged. Using an endoscope, the device was retrieved. A second device was used during the procedure. There was no report of patient injury or bleeding; however, the procedure was extended more than 30 minutes.

Manufacturer narrative:
Date of initial report sent: 10/2/2009.